Event description:
It was reported per field service report: symptom - purge alarm, on pt and switched out. Finding/action taken: could not duplicate. Checked connections and triggers. Pump started properly each time.

Manufacturer narrative:
Product will not be returned for eval.